Manufacturer narrative:
(B)(4). Meter returned for evaluation and product evaluated with no defect found during the qc investigation on 4/13/2017. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer received a separate customer complaint on 4/06/2017 for high results ((B)(4)). No multiple hypoclycemic episodes information was provided, customer concern was high results 154 mg/dl and 146mg/dl and expected results were between 100-135mg/dl. New complaint logged into system since different lot number for test strips (mt2064); also information customer indicated on the medwatch report for the report information is serious injury, adverse event y and life threatening, required intervention, other serious.

Event description:
Type 1 diabetic with a continous glucose monitor, changed brand of test strips recently to true metrix by nipro. Has had multiple hypoglycemic episodes since the change. Compared the accuracy of the true metrix meter with other brands on the maret and the true metrix consistently reads 25-55 points higher on the same respective samples. Since the patient uses the true metrix meter to calibrate his continuous glucose monitor, he has a false dose or amount: 100 iu frequency: 7 times daily. Route subcutaneous. Dates of use: (B) (6) 2017. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes true metrix air glucometer serial number (B)(4), true metrix test strips lot mt2064 exp 04/13/2018.